Event description:
Received message from patient's infusion rn, reporting that patient's pump was acting up during the infusion yesterday, (B)(6) 2021. She states that it kept beeping air in line. She tried to clear any possible air but it kept beeping air in line. She switched out the tubing and the problem persisted as the pump kept beeping air in line. States that the tubing did not seem to fit into the pump very well either. She cleaned the pump with alcohol and inspected for damage but did not see any damage. She finished the infusion with a dial a flow instead of finishing with the pump. Therefore, patient still received her infusion and no ill effects occurred due to this. The rn would like to have a new pump sent out and will return this pump. The pharmacy will send a new pump and the rn will have this pump sent back. The serial# for the pump is (B)(4). Reported to (B)(6) by health professional.